Manufacturer narrative:
(B)(4).

Event description:
A MFR's rep measured impedances >2000 ohms on the unipolar pairs. Additional info has been requested, a f/u report will be sent if additional info becomes available. See also MFR's report #3004209178201104108.